Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 100-400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received.